Manufacturer narrative:
B5: added new information.

Event description:
The device also exhibited placement signal not reliable alarms, following the previous sensor drift/false suction alarms.

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The medical doctor called asking if false suction alarms could occur if sensor issues are present. The patient with noted sensor drift where aorta placement did not match the patients a-line pressures was noted. The medical doctor decided to reposition which subsequently caused some suction alarms. Left ventricle pressures were reading 40s/-40s so the medical doctor had questioned if that can cause a false suction since on an echocardiogram device it appeared to be well positioned. No patient harm was noted.

Manufacturer narrative:
B5: added additional information. D6b: added explant date.

Event description:
The patient survived explant.

Manufacturer narrative:
Based on the review of the available field data logs in conjunction with clinical information provided, the calibration issue noted during case start aligns with details provided from the field and has the potential to be related to the placement signal inaccuracy. However, since product wasn't returned for investigation, limited clinical details were provided, and data logs were not available for when the pump was transferred consoles, the relationship between the calibration issue and the reported placement signal issues cannot be definitively determined. Data log review confirmed a calibration issue during optical sensor calibration that has the potential to be related to the reported ps inaccuracies. Additionally, several suction events were reviewed in the data logs and confirmed the potential for false triggers based on motor current values that did not suggest a true suction condition. However, as noted above, without returned product, additional data logs from the pump run on the second console, and additional clinical details, the cause of the false alarms could not be definitively determined. Additional information has been provided in h6 and h11.

Manufacturer narrative:
Additional information was received and provided further details regarding the event, as follows: the physician inquired whether false suction alarms could occur in the presence of sensor-related issues. The patient was noted to have sensor drift, with the aorta placement not correlating with the patient¿s a-line pressures. The physician elected to reposition the device, which subsequently resulted in suction alarms. Left ventricular pressures were reported in the 40s/-40s range; therefore, the physician questioned whether these readings could contribute to false suction alarms, as echocardiography indicated the device appeared to be appropriately positioned. Following receipt and review of this additional information, the complaint coding was updated. Consequently, the h6 health effect ¿ clinical/impact and medical device problem coding have been fully revised and should be considered representative of the reported event. Additionally, regarding the status of the device return, it was noted that a request would be made to retain the pump at explant. Return of the console remains pending receipt and availability of a loaner unit. Related report number. This is one of two devices associated with the event. Refer to h10 for related report number(s).

Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name danvers removed. H6 med dev prob code removed a140508.